Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel regarding the reported event. The technician learned that the employee subject of the reported event works in the administrative area of the facility and does not work with the v-pro 60 sterilizer or with any other capital equipment located in the facility's sterile processing department (spd). The technician confirmed that no odor was detected from the sterilizer. Additionally, the technician spoke with user facility personnel who typically work with the v-pro 60 sterilizer and they stated they have not experienced any irritation or sensitivity, or noticed any odors. It should be noted that the v-pro 60 is located in the facility's spd alongside several other pieces of capital equipment that also use various chemistries and chemicals. The unit was installed in (B)(6) 2017 and is under steris warranty. No additional issues have been reported.

Event description:
The user facility reported that an administrative employee experienced eye irritation while standing in a room with a v-pro 60 sterilizer. The employee sought and received medical treatment at the customer's health department and returned to work. No report of procedure delay or cancellation.